Event description:
It was reported that a caregiver experienced a pairing failure between the ilet system and a libre 3+ cgm sensor, which was addressed through troubleshooting and education that included updating the ilet mobile application to version 3.1.0 and initiating the sensor warmup. Symptoms included no adverse clinical effects. Outcomes included resolution of the pairing issue after software update and device guidance. Investigation included remote technical troubleshooting and confirmation of successful sensor warmup after the application update. Investigation of this case revealed a software compatibility issue leading to a pairing failure that was corrected by updating the application, with normal function restored thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user device software version out of date leading to a temporary communication failure.